Manufacturer narrative:
Concomitant medical products: blunt tip screw, 4x50mm; catalog#: 47-2486-050-40; lot#: 3024736. Cortical bone screw,4x28mm; catalog#: 47-2486-128-40; lot#: 3068488. Cortical bone screw, 4x30mm; catalog#: 47-2486-130-40; lot#: 3059650. Proximal humerus nail cap, 0mm; catalog#: 47-2488-010-00; lot#: 3073820. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00676, 0009613350-2021-00677, 0009613350-2021-00678.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned implant found to exhibit signs of being implanted wear/discoloration / foreign material / scratched and the medial condyle feature has fractured off. There are insufficient fracture artifacts to determine the failure mode with certainty and sem analysis is not acceptable due to the condition of the device. Indications of ratchet marks near the superior (bone contacting) surface suggest a possible fatigue mode of failure, with crack initiation near the superior surface and propagating towards the inferior surface of the femoral component. Review of device history records identified no deviations or anomalies during manufacturing. Insufficient information provided to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. X-ray review by third party hcp states that there is anatomic alignment of the knee arthroplasty and there is no fracture or abnormal radiolucency. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had underwent bilateral knee replacements with porous cr and mono block tm tibia. Approximately 5 years post implantation, the left knee was revised due to fracturing of the femoral component. Patient was revised to lcck w lps insert. Subsequently, 12 years implantation, the patient was experiencing instability of the right knee. X-ray imaging identified decreased height on the lateral side of the tibial implant. During the revision surgery of the right knee, the surgeon identified that the femoral implant had fractured along the lateral condyle. The fracture was scraping against the polyethylene bearing. Patient was revised to lcck w lps insert. There was also reported low bone growth to the titanium fiber mesh in the femur implant, but there was excellent growth of bone on to the tm monoblock tibia. No additional information is available.